Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that it was thought that air had ingresses from the valve side when the sheath was replaced from the sl and the catheter was inserted. No appearance abnormality was noted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that it was thought that air had ingresses from the valve side when the sheath was replaced from the sl and the catheter was inserted. No appearance abnormality was noted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product was received for analysis and investigation is still in progress. It was further reported that the starter guidewire and farawave catheter was inside the sheath prior to, and or at the time, the air was observed. The pump was used for the irrigation of sheath. The bubbles were observed in the shaft. The guidewire was in the shaft when the farawave was inserted into the sheath. No other issue has been reported.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that it was thought that air had ingresses from the valve side when the sheath was replaced from the sl and the catheter was inserted. No appearance abnormality was noted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product was received for analysis. It was further reported that the starter guidewire and farawave catheter was inside the sheath prior to, and or at the time, the air was observed. The pump was used for the irrigation of sheath. The bubbles were observed in the shaft. The guidewire was in the shaft when the farawave was inserted into the sheath. No other issue has been reported.